Event description:
During service at baxter, a technician found in service a colleague infusion pump with a failure code 810:04 caused by ail pcb (air in line printed circuit board) that was out of calibration and was recalibrated by service. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version for this device (B)(4) categorized as remediated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).